Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, near the end of an single port (sp) case, the surgeon found an item, appearing to be an o-ring, inside the patient. The surgeon was able to remove the item without issues. The clinical sales representative (csr) did not know if the customer performed any post operative tests to see if additional items were left inside the patient. The robotics coordinator requested to be contacted about this as they are trying to find out if this item is one of ours and ultimately looking to confirm how this happened to prevent in the future. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The o-ring item associated with this event has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Currently it is unknown what type of product the o-ring is and who the manufacturer is. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the o-ring appears to have a width of 1mm and an ID of 4mm, which matches the description for the entry guide o-ring. Potential high level part numbers where this part could be used: 430073-02 / access port kit, wound retractor, 2.7-4cm,sp1098, box of 6 ; 430075-02 / access port kit, wound retractor, 2.7-7cm,sp1098, box of 6; 430022-10 / entry guide kit, 25 x 100mm, sp1098, box of 6. This complaint is being reported based on the following conclusion: it was alleged that the surgeon found an o-ring inside the patient during a da vinci assisted procedure. The item was retrieved during the same procedure with no patient injury. At this time the origin of the item remains unknown and it is unknown if it came from a da vinci instrument or accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint that the surgeon found an item, appearing to be an o-ring, inside the patient. The surgeon was able to remove the item without issues. Failure analysis found the primary of dislodged o-ring to be related to the customer reported complaint. For clarification, the entire accessory kit was not returned with the fragment. Visual inspection found the o-ring that was returned dislodged from the entry guide it was originally attached to. Based on the customer complaint, it was possible other fragments that were not confirmed to have fallen into the patient or been retrieved from the patient. The condition of the accessory kit cannot be determined as it was not returned with the fragment. The root cause for this failure is typically attributed to the user. Further visual inspection of the o-ring found it to be broken. The root cause for this failure is typically attributed to the user. During further fa, the initial fa was partially confirmed, the diagnosis code was initially coded as access port, but has been changed to entry guide. The o-ring was received on its own, and no other accessories were returned. An in-house entry guide was disassembled and one of the o-rings was removed from one of the entry guide's doors. The returned o-ring appears to have the same width and ID. The appearance is very similar, but the in-house o-ring is slightly yellowed and could be due to the age of the in-house entry guide. Ftir testing was carried out. The in-house o-ring was tested first and its ftir spectrum was added to the in-house ftir library. The returned o-ring was found to be a strong match to the in-house o-ring. However, the in-house o-ring is a catalog medical grade silicone o-ring of a standard size, and it is not improbable that another device uses the same component. Based on the dimensions and the ftir testing, we cannot rule out the o-ring did not come from the entry guide, and as such the assumption is that the o-ring dislodged from an sp entry guide. The potential for fragments has been marked as yes for the dislodged o-ring, as it was reported that the o-ring was found inside a patient. The o-ring was found to have a tear. There does not appear to be obvious fragments missing. The root cause of the broken o-ring is not established and could not be determined from the o-ring on its own.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the access port kit - wound retractor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the dislodged o-ring to be related to the customer reported complaint. For clarification, the entire accessory kit was not returned with the fragment. Visual inspection found that the o-ring that was returned dislodged from the entry guide it was originally attached to. Based on the customer complaint, there was possibility that other fragments that were not confirmed to have fallen into the patient or been retrieved from the patient. The condition of the accessory kit cannot be determined as it was not returned with the fragment. The root cause for this failure is typically attributed to mishandling/misuse. An additional observation not reported by the site was also identified. Further visual inspection of the o-ring found it to be broken. The root cause for this failure is typically attributed to mishandling/misuse.